Event description:
Patient was swimming when device detected and shocked inappropriately. Patient was in sinus but there was a lot of noise. At one point, all the noise was detected as vf in the ventricular channel and patient got shocked. Device is functioning normally and device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.